Event description:
Additional information received reported that analysis found the plug on the desktop charger was broken. It was noted the desktop charger cable replaced and the adaptor was tested.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was overdischarged. It was noted that this was the patient¿s first overdischarge. It was further noted the pin that plugged into the recharger from the desktop charger had become loose and no longer worked. The reporter stated the patient was implanted with a new ins. Additional information received reported the ins went into overdischarge since the patient could not recharge. The reporter stated the recharger issue was not acted on by the patient for many months due to a family bereavement. The reporter further stated that by the time the patient contacted their healthcare professional, they had not used the ins for many months.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. (B)(4).